Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd vacutainer® sst¿ blood collection tubes had incorrect label information. The following information was provided by the initial reporter: "material no. 367986, batch no. 0260646. It is reported customer received a vacutainer that has no material number, expiration date and states, "investigational use only". Pir verbiage received, - "3rd time they've received a shipment from the (B)(6), in concordance (B)(6) of a 5ml sst tubes that has no cat#, no expiration date, and is labeled "investigational use only."

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 1/26/2021. H.6. Investigation: bd received 97 samples and 1 photo from the customer for investigation. The photo and customer samples were evaluated by visual examination and the indicated failure mode for incorrect label content with the incident lot was observed. Additionally, retention samples were visually inspected and there were no issues noted with the labels of the retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely failure for the incorrect label was an incomplete line clearance did not cull all affected tubes. H3 other text : see h.10.

Event description:
It was reported that 3 bd vacutainer® sst¿ blood collection tubes had incorrect label information. The following information was provided by the initial reporter: "material no. 367986, batch no. 0260646. It is reported customer received a vacutainer that has no material number, expiration date and states, "investigational use only". Pir verbiage received, - "3rd time they've received a shipment from the shelbyville, in concordance dc of a 5ml sst tubes that has no cat#, no expiration date, and is labeled "investigational use only.""